Manufacturer narrative:
As of 02/16/2021 manufacturer has not finished their investigation and patient is undergoing a "patch test" to try to determine what ingredient may have caused the reaction. Aso reviewed records of biocompatibility tests with no issues noted.

Event description:
On the initial report on (B)(6) 2021 consumer stated that product caused an allergic reaction (rash, redness and swelling) on her (B)(6) daughter's face after applying the hydrocolloid product to her face. Consumer sought medical attention after trying herself to treat unsuccessfully with benadryl and hydrocortisone ointment. Her doctor prescribed some strong steroids which helped it go away after about ten days. Doctor believes she may have developed an allergic reaction to the product.